Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 bd safetyglide¿ needles were clogged and defective. The following information was provided by the initial reporter: not the correct gauge & cannot push medication through. Needle were bent and unable to be used.

Manufacturer narrative:
Follow up MDR for device evaluation. Fifty samples received for investigation. Upon visual inspection, no defects or issues observed. Further evaluation was conducted, each sample was connected to a syringe with saline solution. All of them expel the solution with normal flow. A device history review was performed for lot refu1987, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.